Manufacturer narrative:
This report captures the need for manual compression post procedure. The additional proglide device referenced where the sutures came out with the device is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the moderately calcified left common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to an impella assisted percutaneous coronary procedure. The sutures of the first proglide device were successfully preplaced. Reportedly, another proglide device was deployed and the sutures came out with the device. The sheath was upsized to 14f and the impella assisted percutaneous coronary procedure was completed. The knot of the successfully preplaced suture was tightened successfully. Pulsatile flow was still observed. Another proglide device was used and after successful knot tightening hemostasis was not fully achieved. An additional proglide device was used; however, hemostasis was not yet complete. Manual compression was held for 20 minutes to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.